Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va16n01, product type: lead.

Event description:
Information was received from a manufacturing representative (rep). It was reported that there were high impedances. There was no trouble inserting the lead. When testing with the lead in the implantable neurostimulator (ins) at 3v and 360 us, and 2v and 300 us, all pairs with electrode #0 was >4k. The ins was being tested for motor response. They programmed the ins using 0 and 3, 210, 14 hz, and cycling and were not able to get any bellows response. Previously they were getting bellows with screener at around 2v with all pairs. They tested the lead separately with the screener box and didn't get any motor response from 0 pairs. They reviewed changing out the lead. This occurred during the procedure today, (B)(6) 2016. The lead was replaced and would be returned. The new lead was implanted successfully. There was no impedance issue and post-op the patient felt stimulation vaginally. [Lead tubing pulling away].

Manufacturer narrative:
Section references the main component of the system and other applicable components are: product ID (B)(4), lot# va16n01, product type: lead.

Event description:
Additional information from a manufacturing representative reported lead impedance was unresolvable and the device was returned.

Manufacturer narrative:
Analysis of the lead (B)(4) found no anomalies and normal impedances on all contacts.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.